Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported he was hospitalized on (B)(6) 2014 after his blood glucose elevated above 1,500 mg/dl due to a bent infusion cannula. He experienced symptoms of hyperglycemia on (B)(6) 2014 but did not have test strips to test his blood glucose. He had not tested his blood glucose for a few days prior. He delivered a bolus, and his wife later noticed he was "acting funny" and drove him to the hospital. He was admitted to the intensive care unit for 3 days and then transferred to a regular room for 1 day. He was taken off the infusion device and treated with an IV. About 4 other headsets have had bent cannulas since then, and he does not realize this until his blood glucose elevates. His blood glucose was 537 mg/dl on the day of the report, but he was capable of self-treatment. He changed the headset and delivered a bolus. The headsets are manually inserted. The headsets were requested for evaluation, and he was sent replacement infusion sets and an insertion device.